Event description:
It was reported that a nurse call code blue switch on the standard room station (srs) in the radiology department of CT patient holding would not annunciate or show alerts displayed on the graphical room station 10 (grs 10 - visual 10-inch screen placed at nursing desk) for a patient room. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. It was reported no programming changes were made by customer. The customer also noted that the room alerts worked before and was unaware what caused the recent failure. It was additionally confirmed this was not a new installation or construction area. The customer biomed attempted a reboot of the system however it did not resolve the issue. Inspection of the system was requested by hillrom. Inspection of the system by a hillrom technician found the patient¿s room was programmed as a ¿staff station.¿ the patient¿s room was re-programmed/changed to a ¿patient station.¿ the system is now functioning as designed. Based on this information, no further actions are required. In this event, there was no injury or alleged delay reported from the event; however, if a missed code blue alert were to recur, it would likely cause or contribute to a death or serious injury. Hillrom is reporting this event.